Event description:
It was reported the screen is not working properly. When setting the ppm (pulses per minute) above 80, the numeric indicator increases; however, the graphical bars do not unless the screen is pushed a little harder against the back. It was also reported the device is missing the battery cover of the battery holder. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is out of electrical specification (missing pixels) and battery drawer is broken. Analysis also found the encoder flex pins are bent and two of the solder pads are torn.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.